Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The pace/defib engine board was replaced as a precaution. The defective pace/defib engine board was returned to zoll medical corporation, united states and the customer's report was not duplicated during testing. The pace/defib engine board was scrapped. Analysis for reports of this type has not identified an increase in trend.